Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The red clip on the impaction handle is broken and missing. Tibial impactor is broken in half.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: conclusion and justification status: the complaint states the red clip on the impaction handle is broken and missing. Tibial impactor is broken in half. The investigation confirmed that the handle and impactor had broken as reported. It should be noted that a field safety notice was issued (for both impaction handle and impactors) stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. This device is from an annealed batch. It should be noted that (B)(4) was initiated on (B)(4) 2014 to investigate and determine the root cause of the failure (for the impaction handle) and concluded the root cause as undetermined. A hhe ((B)(4)) /qrb ((B)(4)) was initiated on (B)(4) 2014 with a recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under CAPA-(B)(4). The complaint shall be closed to CAPA and product design; it will be entered into the complaint database and monitored through trend analysis.